Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. He date of the events is unknown. According to the article all implants were completed between march 2019 and january 2020. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the pea with subsequent death cannot be determined with the limited information, however, may be related to patient/procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), per article, ''early commercial experience with a newly designed balloon-expandable transcatheter heart valve: 30-day outcomes and implications of preprocedural computed tomography'', 1 patient died due to pulseless electric activity immediate prior to permanent pacemaker implantation on postoperative day 4.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05825 and 2015691-2021-05826. Reference: schaefer a, plassmeier f, schofer n, vogel l, ludwig s, schneeberger y. ''Early commercial experience with a newly designed balloon-expandable transcatheter heart valve: 30-day outcomes and implications of preprocedural computed tomography''. Interact cardiovasc thorac surg 2021.